Event description:
According to a journal article (thorac cardiovasc surg. 2010 dec;58(8):489-91. Epub 2010 nov 25) abstract entitled "foreign material reaction to bioglue as a possible cause of cardiac tamponade", the patient underwent surgery for aortic valve reconstruction. During the operation, a left ventricular laceration was caused by a left ventricular vent. Bioglue and pledgeted sutures were used to repair the laceration. Five months after the procedure, the patient presented with pericardial effusion with signs of cardiac tamponade. The patient was treated successfully by the removal of all foreign material and part of the bioglue. The article states that histology suggests a foreign material reaction to bioglue was the cause of the pericardial effusion. However, the patient's symptoms resolved with removal of only part of the bioglue and all of the other foreign material. It is therefore not clear how bioglue, and not the other foreign material, was the cause of the pericardial effusion.

Manufacturer narrative:
Cryolife is obtaining the full journal article and an investigation into the reported event will be conducted.

Manufacturer narrative:
According to the publication, bioglue was used with pledgeted sutures to repair a left ventricular laceration crated during a procedure for aortic valve reconstruction. Towards the end of the surgery a left ventricular laceration was identified. A teflon patch was placed and glued onto the surface of the left ventricle to repair the laceration. Five months postoperatively the patient presented with pericardial effusion and signs of cardiac tamponade. The patient was treated successfully by the removal of the teflon patch, pledgeted sutures and some of the bioglue. Microbiologic findings were sterile. Histology showed a chronic granulomatous inflammatory response suggesting a foreign body response to bioglue as the cause of the effusion. The patient was followed-up with four months later and showed no signs of hematoma, fluid retention or renewed cavity formation even though residual bioglue was present. The author suggests that use of pledgeted sutures in addition to bioglue may have contributed to the strong foreign reaction. The author does not implicate the teflon patch as contributing to the event. No studies have been done which directly evaluate the use of bioglue in the repair of myocardial damage. In this case, three foreign materials were used including bioglue, a teflon patch, and pledgeted sutures. All of these materials may have contributed to this event. With the available information no definitive conclusions can be made.